Event description:
It was reported that during a device follow-up the physician was shocked twice by the programmer. There were no adverse consequences and the physician was stable.

Manufacturer narrative:
The unit was plugged in to an external power source and it didn¿t power up. The power supply was replaced. Additional findings: the touchscreen had intermittent sensing and required replacement. The printer was damaged and required replacement.